Manufacturer narrative:
The reported failure of the sensor printed circuit assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information from the hospital me alleging a ventilator service required alarm had occurred on a trilogy 100 device. The hospital me had stated that the device had kept operating when the ventilator service required alarm occurred on the device. The device was replaced with another one at the customer site. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy 100 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that two error codes, proximal pressure railed and drift proximal pressure too high, were observed on the device's error log. The manufacturer's service technician further evaluated by performing a functional test on the device, and no abnormality was confirmed on the device. The manufacturer's service technician alleged that due to a temporary failure in the proximal pressure sensor, the device detected pressure as one exceeding the specification, leading to generating the ventilator service required alarm to occur on the device. The manufacturer's service technician proactively replaced the sensor printed circuit assembly on this device.